Manufacturer narrative:
Other text: additional information provided in d5, d10, g3, h3, h6, and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record (DHR) review could not be completed. The returned sample consisted of one (1) product with a extension set. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination.the cover of cassette wasn?t fixed of the pressure plate. Functional test: a syringe was used to infuse water into the ay bag; leakage was detected in ay bag. After the functional test, a curt in the ay bag was detected. The ay bag was received in defective conditions from the supplier.

Event description:
It was reported that leaking occurred while in use with the patient. No patient injury or complications were reported in relation to this event.